Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained prialt with an unknown concentration and dose. It was reported the pump was moved because it was tilted. No troubleshooting was performed during the call. There was no out-of-box failure reported. The patient was seeing her health care provider (hcp) the day of the call. It was unknown if the change in therapy/symptoms was considered sudden or gradual. The patient stated with the pump, they had been through three pump doctors. The patient stated her pump wasn¿t holding correctly and ¿put in the current pump¿ that¿s in the body. The patient stated she might not be able to get prialt anymore because of the price. The patient stated when the doctor moved the pump, he moved it to a location where it had caused cramping, so he moved the pump again and put mesh with it to hold it in place. The pump was still worse that to begin with. The patient stated she was supposed to go to the doctor the first of the month and had it moved to the chest wall, but the doctor refused to put it there. The patient stated the pump was tilted from the original implant. The patient stated it was (B)(6) 2017 when the hcp moved the pump and put mesh in. The patient stated the pump was still tilted and extremely hard to fill with medication which had been that way since the beginning. No further patient complications were reported.